Event description:
Patient has small indentation on the upper right lip from et tube holding device. Slight discoloration is seen on the outside of the upper lip. Therapy start date: (B)(6) 2022. FDA safety report ID# (B)(4).